Event description:
It has been reported that one 24g x 0.75in (0.7 x 19 mm) insyte autoguard bc has been found with the catheter breaking during use. The following has been provided by the initial reporter: the catheter was torn or cut during catheter placement on the inpatient.

Manufacturer narrative:
Investigation summary: received two used 24ga bd insyte autoguard IV catheter units accompanied by a top web (label) from lot 9060503. Unit 1; consisted of the catheter/adapter assembly intact with the tip of the tubing missing. Unit 2; consisted of the catheter/adapter assembly with a miscellaneous extension set attached to the end of the luer. The catheter/adapter assembly unit was intact and had only a slight piece of tubing extending beyond the nose of the adapter. There were traces of dried media present. A review of the device history record revealed no irregularities during the manufacture of the reported lot. Visual/microscopic (method-n/a): observed that the area of separation of both units (1 & 2) revealed that the end surface of the tubing was rough and there were jagged edges. This was an indication that the separation of the tubing was contributed to by some type of sharp object/instrument and excessive stress. Conclusion: relationship of device to the reported incident: indeterminate ¿ confirmation of failure of catheter broke/separated after placement, as reported, was identified and confirmed with the used units provided for this incident. The root cause was confirmed to have been some type of sharp object/instrument and stress, the source was indeterminate as it is unknown where and how this occurred. There was no physical/mechanical evidence to confirm and support manufacturing process related issues for the failure, thus the units were out of packaging and used.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one 24g x 0.75in (0.7 x 19 mm) insyte autoguard bc has been found with the catheter breaking during use. The following has been provided by the initial reporter: the catheter was torn or cut during catheter placement on the inpatient.